Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the package was opened, it was noted that the catheter's tip was missing and was never inserted into the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A photo of the catheter sample was submitted. The photo of the device shows the tip missing. No other visual defects can be seen in photo. The root cause of this failure is operator error in placing the catheter too far away from the marked line on the belt during the bagging process due to which the tip got cut off, resulting in an unusable device and replacement of device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that when the package was opened, it was noted that the catheter's tip was missing and was never inserted into the patient.